Event description:
It was reported that during a cholecystectomy, the clips were misaligned. No further info is available. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent:4/1/08. Info anticipated, but unavailable at this time.